Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00419.

Event description:
It was reported that two screws were found to have fractured approximately 6 months post-operatively. There are no revision plans at this time. This is report one of two for this event.

Manufacturer narrative:
The device was not returned for evaluation. However, an x-ray image was provided and the screw was confirmed to have fractured. There was no lot number provided, therefore the manufacturing records were unable to reviewed. The labeling was reviewed and was found to contain warnings associated with implant fatigue and breakage associated with full weight or load bearing, or associated activities. It is possible that there was some type of patient non-compliance which may have contributed to the early implant breakage.